Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during a bolus delivery. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. The customer could not tell if there was damage to the cannula. The customer stated that the cannula was in an area that had "bad stretch-marks". The customer's blood glucose (bg) level was 400 mg/dl. After changing the infusion set, a bolus of insulin was delivered to address the bg level.